Event description:
While performing a service for an unrelated problem, the npb customer support engineer was told by the customer that the audible alarm was too soft. There was no allegation made that the alarm failed to activate or that it could not be heard during an alarmed-for-event. The cse replaced the alarm assembly.